Event description:
It was reported that the surgeon experienced difficulty in positioning the cemented femoral stem in the femoral canal due to missing depth markings. The implant was removed during the same surgery and replaced with a suitable back-up device. Due to difficulties encountered during rebroaching of the femoral canal surgery time was extended 1 1/2 to 2 hrs.